Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that the patient's blood glucose read 370mg/dl with the contour meter, and "high" on the dexcom, while wearing the pod on her abdomen for between 36 and 48 hours. Treatment included correcting with the pod a few times, then giving a correction via insulin pen and changing the pod. The mother reported that the cannula appeared bent, at about a 90 degree angle, when the device was removed. The patient's site was red, irritated and that she had to apply cortizone cream on the site.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed with the exposed portion of the soft cannula. Flash was observed in the needle cap opening in the bottom housing. It cannot be conclusively determined if this contributed to the reported skin irritation. Cracks were observed in the top housing of the device. No issues were observed in the data downloaded from the device.